Event description:
One touch basic enhanced meter would not power on. The medical affairs specialist spoke with the family member in 04/05. The pt owned the reported meter for "a long time". The family member stated that the pt did not test regularly with the meter. The family member had no idea when the meter had stopped working. The pt took the same daily dosage of acots, glipizide, and metformin for diabetes. They did not adjust the dosage based on the meter readings. Ten days ago, the pt's spouse called the family member to say that the pt was shaky, sweating, and non-responsive to them. The family member told them to call emt. The family member went to the pt's home and attempted to test the pt's blood glucose level with the reported meter. The meter would not power on. They changed the battery and still could not get the meter to power on. They tested the pt with another meter and obtained a result of 32 mg/dl. At the time emt arrived. Emt immediately started an IV and took the pt to the ER. The pt was admitted to the hosp for 10 days with a diagnosis of urinary tract infection (uti) and septic shock. The pt's symptons of hypoglycemia were consistent with the result obtained on the non-reported meter. The pt's uti and septic shock may have affected the renal excretion of their diabetes medications contributing to their experiencing hypoglycemia. The pt experienced injury; however, there is no indication that the product contributed to their experiencing injury and medical intervention. The pt was testing irregularly. When trying to test during the incident, the pt was already hypolycemic. The customer care rep (ccr) confirmed that the battery was new and correctly installed and the battery contacts were in good condition. The ccr walked the pt throuhg pressing the power button and the meter did not power on. Based on the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and control solution were replaced.